Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
G3: has been corrected from oct 28, 2023, to oct 28, 2024.

Event description:
Related manufacturer reference number: 1627487-2024-07124 and 1627487-2024-07126. It was reported that patient was experiencing ineffective, intermittent, and uncomfortable stimulation. The patient was also having pain around the ipg site. Upon further investigation x-rays confirmed that two of the patient's leads had migrated. It was also reported that the patient's system diagnostics recorded high and impedances on the leads and the system was auto reducing. The patient was reprogrammed but was still experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [3] of [4] [leads]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: n/a, serial: (B)(6). Batch: n/a.

Manufacturer narrative:
Date of event estimated. The allegation is against [3] of [4] [leads]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: n/a, serial: (B)(6), batch: n/a.

Event description:
Related manufacturer reference number: 1627487-2024-07816. Additional information was received stating the patient's lumbar leads were fractured. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating after looking at imaging the leads had migrated and were not fractured.